Manufacturer narrative:
This report contains correction in section h6 patient codes.

Event description:
It was reported that the device exhibited noise and oversensing on right atrial (ra) lead and right ventricular (rv) lead. The device delivered 7 inappropriate shocks and the health care professional stated that the magnet came off during the procedure. Due to the limited information received, further follow-up to obtain related details was not possible.

Event description:
It was reported that the device exhibited noise and oversensing on right atrial (ra) lead and right ventricular (rv) lead. The device delivered 7 inappropriate shocks and the health care professional stated that the magnet came off during the procedure. Due to the limited information received, further follow-up to obtain related details was not possible.